Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with no activate button response due to corroded keypad trace. No button error alarm noted during testing. The device was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Event description:
It is reported that the customer had high blood glucose levels of 153 mg/dl. The customer reported a button error alarm from the insulin pump. The insulin pump was replaced. The customer reported back to provide more information about the button error alarm. The customer reported that the insulin pump was left inside a refrigerator for a few days and had been unresponsive afterwards. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.